Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of incident and current blood glucose level was 88 mg/dl. The customer reported that the blood glucose level was 211 mg/dl and suddenly dropped to 50 mg/dl. The customer was treated with food for low blood glucose level. The drive support cap was normal. The insulin pump will not be returned for analysis.